Event description:
New information notes that the programming changes were made on the device. No patient consequences.

Event description:
New information notes that the patient presented in-clinic for a follow up check on (B)(6) 2022. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed. No patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. No intervention was performed. No patient consequences.